Event description:
It was reported that during implant the leadless implantable pulse generator (ipg) exhibited high thresholds during the first three attempted deployments. The fourth threshold measurement was acceptable so a pulling experiment was performed, which showed that the two tines were hooked. Multiple retests of parameters found that the thresholds were all high. After the leadless ipg was recaptured, the right ventricular septum was located again and after deployment, the tether was found to be broken. The leadless ipg was captured and removed using a snare. The leadless ipg was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc1avr1-delsys] (serial: (B)(6)). D9: no.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.